Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at pin 1 on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low levels failure alarm during self test. The customer's blood glucose was 13 mmol/l at the time of incident. The insulin pump passed displacement test. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not pass self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.